Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) confirmed the failure and isolated the issue to the helium sensor plug. To remediate the issue , the fse reinstalled the sensor. The unit passed all functional and safety checks as per manufacturers specifications.

Manufacturer narrative:
Additional information: due to characterization limit e1. (Event site name: (B)(6) hospital. Event site address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection, the cardiosave intra-aortic balloon pump (iabp) revealed no helium pressure. There was no patient involved.